Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Failure to advance: the cause of the failure to advance was determined to most likely be a result of a patient condition as clinical details report the patient's vessels were less than 7mm.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that implantation of an impella 5.5 was aborted due to the patient's anatomy. An impella cp was successfully implanted instead.